Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) came into failure analysis with a reported problem of jerky motion which was confirmed as having occurred in the field and replicated. The usm was tested on an in-house system in normal mode with triggered errors. The usm was tested on a patient-side cart fixture test platform (pftp) where it failed brake release on the pitch. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. But the fse replaced the universal surgical manipulator (usm)3 due to logs show 23003 axis4 on start of following, two instances. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical inc. (Isi) field service engineer (fse) and reported the universal surgical manipulator (usm)3 was jerky. The procedure was completing as planned with no reported injury.